Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1005, indicating that an open circuit was detected during shock delivery. As a result, only minimal energy able to be delivered to the patient. Technical services (ts) recommended data evaluation and potential replacement of the lead system. This ICD and system remain in-service at this time. No adverse patient effects were reported.